Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl, which was treated with manual injections. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital but did contact healthcare professional. Customer had symptoms of high blood glucose; customer had nausea and abdominal pain. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues. Customer declined to check if settings were correct. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test

Manufacturer narrative:
The customer and mom are calling back to perform the high pressure test on the insulin pump. The customer's current blood glucose: 200 mg/dl. The 24 help line assisted the customer and mom with performing the high pressure test. Test results: did not pass. The high pressure test was repeated. Test results: failed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back up plan per health care professionals' instructions.